Event description:
It was reported that the intra-aortic balloon (iab) was prepped and inserted through the sheath via the pt's femoral artery. After insertion, the pump failed to display the arterial pressure (ap). The cath lab manager stated that there was some tortuous anatomy. As a result, the iab was removed and a second iab was prepped and inserted without difficulty. Medical / surgical intervention was not required. Therapy was delayed / interrupted until the amount of time it required to insert another iab successfully. There were no reported pt complications. The outcome of the pt is listed as "unknown".

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.